Manufacturer narrative:
This follow up is to correct become aware date to june 20, 2024.

Manufacturer narrative:
Reporting address line 1: (B)(6). Reporting address state: (B)(6). Reporting address city: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator/monitor indicating that the operation check can be passed, but it cannot be discharged during charging. It prompts to cancel the electric shock while in use. We are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The customer was explained that the defibrillator is designed to treat patients with ventricular or atrial fibrillation in a timely manner. The treatment after 4 minutes has already damaged the heart, but the effect is not satisfactory. The defibrillation treatment for patients with a 30-minute cardiac arrest is not symptomatic and does not achieve medical results. The customer accepted this explanation which classified the reported issue as use error. The device was confirmed to be functioning within the design specifications. Based on the information available and the testing conducted, the cause of the reported problem was a use error. The reported problem was confirmed.